Event description:
The pt alleged she was mixing granuflo and although she had a mask on must have inhaled some of the vapors as later that evening she experienced an itchy throat and fever. The pt was seen in the urgent care and was diagnosed with an upper respiratory infection. She was treated with antibiotics (name of medication was ot provided) and discharged with no add'l care recommended or requested.

Manufacturer narrative:
Based on the info provided, no definitive conclusion can be drawn. Currently, medical records have not been provided. Product identifiers are unk, therefore, a mfg review cannot be performed. A supplemental report will be submitted if add'l info becomes available.